Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was successfully completed. No issues were noted to the device. This complaint is being reported based on the use of prescription antibiotics for the event of upper respiratory tract infection (urti). On (B)(6) 2012, the patient experienced an event of asthma exacerbation. Following the bt procedure, the patient developed a wheeze. No medical intervention was required to treat the wheeze. The event resolved on (B)(6) 2012. On (B)(6), 2012, the patient developed a productive cough and chest discomfort. She was subsequently diagnosed with an urti, and treated with azithromycin. The event resolved on (B)(6) 2012. No hospitalization or emergency room visits occurred from any of the events above. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator; fev1: 2.42; fev1 % predicted: 83.45; fvc: 3.59; fvc % predicted: 100.84; post-bronchodilator; fev1: 2.53; fev1 % predicted: 87.24; fvc: 3.72; fvc % predicted: 104.49.

Manufacturer narrative:
(B)(4). (B)(6). MFR name: boston scientific corporation (B)(4). Study: (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma and respiratory infection are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.